Event description:
It was reported that during a prostate procedure at 20,923 joules and 8:30 minutes of use, the fiber cap tip broke off. The fiber tip (cap) was cleaned during the procedure. The procedure was completed utilizing a second fiber. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-505h-1009: the glass cap is fractured at the uv glue zone; the glass cap distal to location of fracture is detached and not returned; the heat shrink tubing open end exhibits signs of abrasions and melting, erased red octagonal sign, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.